Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the doctor reported that the green knob in the cardiac stabilization device was locked, and cannot rotate it while performing a coronary artery bypass graft operation. No medical intervention was necessary. No patient injury reported.